Event description:
Meter name: surestep original, strip name: lifescan, meter code: 11 strip code: 9, strip storage: unk, symptoms: feeling really sick, weak, blood in urine. A pt reported they were hospitalized. Their meter allegedly was inaccurately high. The result on their meter was 499mg/dl. The result on the hospital meter was 308 (no units). The time difference between pt's meter and hospital meter was unk. Treatment was IV (unk), insulin, and antibiotics. Pt had the flu. No further info has been reported.